Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that a visually 2+ result was called negative by the tango optimo. A prenatal sample read negative on cell #2 but actually appeared 2+. A field service engineer checked the affected tango optimo and the customer's screenshots were reviewed, too. The screenshot images clearly show that the reaction with cell p2 was called 2+ by the device with no manual editing. Visual assessment confirms the automated image evaluation. The setting of the camera were found to be in range. The customer's complaint could not be verified. There is no performance issue in regards of automated image qualification. The device was found to work within it's specifications.